Event description:
The customer reported the system shut down and a burning smell was noticed. Twelve procedure were cancelled. There was no pt injury reported.

Manufacturer narrative:
The company service representative examined the system and found the emergency button was pushed which prevented the equipment from turning on. A source capacitor had a short circuit which caused the burnt smell. The system was then tested and met all product specifications. This report was mailed to FDA on: 12/05/2008.